Event description:
It was reported that the implantable pulse generator (ipg) and leads were infected. The ipg and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead (B)(6) 2012; 5086mri45 implantable pacing lead (B)(6) 2012. (B)(4).